Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This alarm occurred in the therapy that was initiated on (B)(6) 2013 at 13:09:02. During night drain cycle two, the patient's ultrafiltration reading was 403ml, indicating the home patient drained 403ml more than their maximum programmed fill volume of 600ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported increased intra peritoneal volume event was identified through an event history log review. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.